Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their previous device replaced, when asked if this was due to normal depletion, they stated no, it wasn't working. They reported it was tested and everything was screwed up. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reports a couple months before it was replaced, they had to turn it off because when they would try to set it she would get pain that migrated down her legs. Patient said she had the ins and lead replaced. No further complications were reported or anticipated.